Event description:
At follow-up, an alert indicating 'possible output circuit damage' was observed. The high voltage lead impedance was out of range. Lead damage was suspected.

Manufacturer narrative:
The reported field experience was confirmed. It was found that the outer insulation was abraded and one of the rv cables was melted at 12 cm from the connector. The lead abrasion is consistent with that produced by friction with the ICD can.